Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a 250ml bag of heparin infused within 90 min. There was no patient harm.

Event description:
The customer reported that a 250ml bag of heparin infused within 90 min. There was no patient harm.

Manufacturer narrative:
The customer¿s report of heparin infusing at the wrong rate was confirmed. Physical inspection noted the device to be in fair condition with the instrument seal not intact, dull iui connectors, a broken sear and a damaged membrane frame at the upper hinge. Analysis of the pcu event log shows that the pump module was programmed to infuse drugid 171 at a rate of 2.2ml/hr with a vtbi of 225ml at 11:00 pm on (B)(6) 2018. The infusion ran until 12:38 when the device alarmed for patient side occlusion and was then channeled off. At 12:45 am, the user restored and started the previous infusion at 2.2ml/hr; it ran until 12:50 am when the door was opened, and then alarmed for flo stop open for 1 second, followed by a check IV set alarm. The device was then removed from the system. The volume recorded as being infused during this period was 3.671ml. Functional testing resulted in a free flow condition due to an incorrectly seated platen that was caused by the damaged membrane frame. After replacing the damaged membrane frame, the device was observed to deliver fluid within specification. The proximate cause of the customer¿s report of an overinfusion was an incorrectly seated platen due to a damaged membrane frame. The root cause of the damage was not determined.

Manufacturer narrative:
Analysis of the pcu event log shows that the pump module was programmed to infuse heparin acs 25000unit in 250ml at a rate of 2.2ml/hr with a vtbi of 225ml at 11:00 pm on (B)(6) 2018.

Event description:
The customer reported that a 250ml bag of heparin infused within 90 min. There was no patient harm.